Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). The patient¿s weight was provided. They stated the cause of the issues was not determined. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device diagnosis was high impedance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a loss of efficacy. It was noted that the event resulted in an unscheduled clinic or office visit and was related to the device or therapy and not related to the implant procedure. Diagnostics performed included interrogating the device on (B)(6) 2018, which showed multiple bipolar abnormal impedances. Interventions taken included explanting the neurostimulator and lead. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.